Event description:
During a robotic davinci procedure, a "non-recoverable fault, restart system to continue error 307" occurred. The robot arms locked up and the camera scope stopped functioning. The system was turned off and back on after two minutes and a new error code "31030" appeared on the screen. The robot was still locked and the robot bed would not move due to the system error. The dv [davinci] representative who was contacted instructed the team to do a "hard reboot" but the same error code occurred. After a "hard reboot" on the back of the davinci tower, davinci robot and davinci console, the system turned back on, and the case was able to resume.